Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal setup joint (suj) and the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 4 insertion was not moving after reinstalling instruments, and changing the drape and instruments or performing a hard power cycle did not resolve the issue. The customer also reported that there is noise from the insertion axis, which was confirmed by the technical support engineer. The surgeon chose to convert to laparoscopy for safety reasons. The procedure was aborted to laparoscopic with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument insertion mechanism on arm 4 was difficult to move or did not move at all. Other abnormal behaviors were observed, such as the sterile adapter not being able to be removed, and due to concerns about operation, it was decided to convert to laparoscopy. The patient tolerated the change to laparoscopic; there was no injury to the patient. From the beginning, there was resistance in the arm and an abnormal noise was heard. After that, the arm stopped moving in the insertion axis direction. From the very beginning, the movement was not well, and the reported issue occurred about 5 hours after the start of the surgery (during the dissection).

Manufacturer narrative:
An intuitive surgical inc (isi) received the universal surgical manipulator (usm) and the distal setup joint (suj) to perform failure analysis investigation. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient functional test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, radio-frequency identification (rfid) pod and insertion axis were inspected, but no faults could be identified. Root cause is attributed to a defective usm. Additionally, the distal suj outer was analyzed and the reported problem was confirmed and replicated. In the system logs, no data was found to indicate that the fault had occurred in the field; however, the field engineer observed that the distal section was difficult to move or unresponsive. Visual inspection revealed that both setup field replacement unit (fru) lower (sfl) springs were bent. When installed on the golden system in normal mode, the unit functioned but exhibited stiffness during wrist rotation, successfully replicating the reported event. The unit subsequently passed all relevant tests on the patient fixture test platform (pftp). Based on these findings, failure analysis determined that the wrist brake assembly was the root cause.

Event description:
Refer to h11 for follow-up information.